Event description:
It is reported that the device was implanted in 2006. Post-op in 2007, the device dislocated. The surgeon believes the patient took a leg position which caused the dislocation. The dislocated implant was repositioned without incision of the patient's hip, and it was fixed with a brace.

Manufacturer narrative:
Evaluation summary: patient weight, activity and build are not known. Exact cause for current situation is not known. Evaluation: no product or x-ray were returned for evaluation. Device history records indicate manufacture to specification.